Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) at (B)(6) belgium due to hyperglycemia on (B)(6) 2026 at 09:30 hrs. The patient's blood glucose levels reached 450 mg/dl (25 mmol/l) while wearing the pod between 49 and 71 hours. The night before visiting the ER, the patient experienced higher glucose levels than normal, even though they had done physical activities during the day, so administered a bolus of 4u prior to going to bed. The morning of the (B)(6) 2026, the patient¿s blood glucose levels were still high, so another bolus was administered. The patient then began vomiting, feeling nauseous, having pain in the legs and shaking. The patient¿s legal guardian called the patient¿s diabetologist, who advised them to remove the pod and administer a manual insulin injection. When the pod was removed from the infusion site, the cannula was found to be bent and no longer seated in the infusion site. The legal guardian discarded the pod, and the patient was taken to the ER as they were still experiencing symptoms. When at the ER, the patient was treated with 4u of insulin via injection and unspecified anti-emetic medication. They also underwent unspecified blood and urine tests. The patient left the ER later the same day at 17:30 hrs. The pod was removed at the hospital and the patient¿s legal guardian discarded the pod. A new pod was applied.